Event description:
It was reported that approximately three years post port placement, the port catheter allegedly broke. It was further reported that, the device was removed on later days. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with a catheter in two segments was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified deformation due to compressive stress, naturally worn and material separation as a complete circumferential break was noted approximately 5.6cm from the distal end of the cath-lock. Further, both the edges of the complete circumferential break were jagged, with granular and rounded break surfaces. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years post port placement, the port catheter allegedly broke. There was no reported patient injury.